Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal bleeding (general)') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, pelvic mass and ovarian mass. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Unilateral).). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for : pain, bleeding, nickel allergy. Both ostia were visualized. A essure device was placed in each without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and received. Lot number, new events: "abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal), abdominal pain and pelvic pain", new reporter, concomitant conditions added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and allergy to metals ("nickel allergy") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Unilateral).). At the time of the report, the genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, allergy to metals and weight increased outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia and weight increased to be related to essure. The reporter commented: received treatment for : pain, bleeding, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events: bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), nickel allergy, other injuries/symptoms: weight gain, she did not undergo essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal bleeding (general)') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, pelvic mass and ovarian mass. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)") and abscess ("abscess"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Unilateral)."oophorectomy".). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, weight increased, cystitis, urinary tract infection, vaginal infection and abscess outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for : pain, bleeding, nickel allergy. Both ostia were visualized. A essure device was placed in each without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Lot number: 678809, manufacture date: 2009-09, expiration date: 2012-09. Most recent follow-up information incorporated above includes: on 13-aug-2020: plaintiff fact sheet received :new event abscess nos was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal bleeding (general)') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, pelvic mass and ovarian mass. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced metrorrhagia ("menorrhagia (bleeding b/w periods)") and abscess ("abscess"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Unilateral).oophorectomy.). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, weight increased, cystitis, urinary tract infection, vaginal infection and abscess outcome was unknown. The reporter considered abdominal pain, abscess, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for : pain, bleeding, nickel allergy. Both ostia were visualized. A essure device was placed in each without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Lot number: 678809, manufacture date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding / abnormal bleeding (general)') in an adult female patient who had essure (batch no. 678809) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, pelvic mass and ovarian mass. On (B)(6) 2010, the patient had essure inserted. In december 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (oophorectomy (unilateral),salping. (Unilateral).). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, menorrhagia, vaginal haemorrhage, pelvic pain and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, metrorrhagia, allergy to metals, weight increased, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for : pain, bleeding, nickel allergy. Both ostia were visualized. A essure device was placed in each without complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Lot number: 678809 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.